Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed analysis found that built-in device self-diagnostics detected unexpected changes in certain locations of device memory that control episode data. In response to this, the device initiated a warm reset in an attempt to correct this problem. The processing performed during this warm reset was appropriately executed; however, a firmware design issue prevented the device from initializing specific data variables used to control episode data. This finding would not likely have impacted this device's ability to sense and deliver therapy given this patient's episode history.

Event description:
Boston scientific received information that over a year ago, a data anomoly was noted for this device via the latitude patient monitoring system. It was suspected that a warm reset had occurred due to memory corruption. A year later, the device was explanted for normal battery depletion with no adverse patient effects were reported.